Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator replacement procedure. During the procedure, the physician noted blood intrusion in the insulation of the right ventricular lead. The blood intrusion was observed where there was can on insulation rub in the pocket. All electrical numbers were normal. The lead remains implanted, the physician used a lead repair kit over the location of the perceived blood intrusion. The patient was stable.